Event description:
It was reported that the sag head did not work, which caused a 30 minute delay in a procedure. The type of procedure is unknown. Another device was used to complete the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation. Based on service notes and the quality investigation details, there was a problem with indexing and the device would not start in all positions. Service completed all repairs and any necessary maintenance.